Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with minor chest pain since initial implant. It was noted that the physician believed the patient may have had a micro perforation due to an extended helix. An interrogation was performed and both lead measurements were within range. During procedure, the right ventricular lead was repositioned. The patient was in stable condition.